Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. Depuy pinnacle liner disassociation. It was indicated that the polyethylene liner disassociated from the modular acetabular component. The patient returned to the operating room for revision surgery after this was noted on physical exam and radiographic imaging. Doi: (B)(6) 2013; dor: unknown; unknown hip.